Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepacks, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative instructed the customer to reboot the cpu board and clear system's error logs which resolved the issue.